Event description:
The device was being utilized during an angiogram to investigate a tumor. At some point during the procedure, the tip of the catheter separated. The tip migrated to the artery. The pt was taken to surgery for removal of the tip.